Event description:
The customer reported that the insulin pump alarmed motor error more than once during bolus. Troubleshooting was performed. The caller stated that the device was not exposed to an MRI. Assisted the customer to run the displacement and self test and they passed. Advised the caller revert to back up plan until the replacement of the insulin pump arrives. No further information was provided.

Manufacturer narrative:
Failure analysis revealed that the insulin pump received with currents within specification. However, the device was unable to prime during the prime test as a result of a loose drive support disk. Unable to confirm motor error alarms. The motor was tested outside of the device and passed the motor test.